Event description:
Product nb8000 light handle cover was received with a crack.

Manufacturer narrative:
Device not returned.

Event description:
Product nb8000 light handle cover was received with a crack.